Manufacturer narrative:
Other, other text: additional information d4 catalog number g5 this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with no physical damage. The technician pressed the membrane switch on and device did not turn on. The reported issue was confirmed. The root cause of the reported issue was crack in the return tube which had leaked water, and damaged multiple internal components. This was due to the design. The technician replaced return tube and main printed circuit board (pcb). A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported the device would not power on. No information has been provided on whether patient was involved.